Event description:
The customer called philips to report the device has service device error/codes of 9000a and 90002. It was clarified that the device gives service device error messages when performing a system shift check. There was no reported patient involvement

Manufacturer narrative:
No device evaluation was done.